Event description:
The customer contact reported sparks were noted where the ac power cord enters the back of the device. The device was returned to the biomedical engineering department with a note that stated, "sparks flew out back cord." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, charring was noted near the strain relief of the ac power cord. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the outer insulation of the ac power cord was charred. This was due to the strain relief material and excessive wear on the insulation which resulted in a broken black wire making intermittent electrical contact. The power cord will be replaced with a power cord that had an integral strain relief. (B) (4)